Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain three of four. This event occurred during use and the patient was not connected at the time of the alarm. The patient stated that they accidently disconnected from the patient line while they were sleeping. The patient woke up to the homechoice alarming system error 2240 and the patient line being on the floor with the clamp open. The tsr advised the caller to cap their catheter. The tsr assisted the caller with ending therapy. The patient will complete therapy with manual supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line had become disconnected while the patient was asleep, and was lying on the ground with an open clamp. This is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.